Manufacturer narrative:
Per (B)(4) - initial report. Additional information, including event, dates of implantation and confirmation of the date of explantation, confirmation of the part numbers and lot codes, x-rays, operative notes, patient medical information, has been requested in order to progress with the investigation of this event. And if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been requested and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Dynacup and biolox delta revision of the cup, insert and head (failure mode to be confirmed -> complementary info requested). Note: cup and insert are not cleared in the USA.